Manufacturer narrative:
Patient identifier now provided. Correction to catalog # and UDI now provided.

Manufacturer narrative:
Return requested for suspect fiber equip rack i7 transceiver. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A site representative reported that, while in a cranial resection procedure, their navigation system camera disconnected after approximately 10 - 20 minutes of use in cranial 2.2.7 software. Error message displayed was digitizer not connected. Re-booting the navigation system restored communication. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to discontinue the use of the navigation system to completed the procedure. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment and found the camera is disconnecting intermittently. While troubleshooting, it was not communicating at the beginning. Later on it started working. The medtronic representative suspected it was due to replacement of the usb optic channel with a spare. The power supply led on the niu transceiver is blinking, the medtronic representative opted to replace the transceiver. The hardware, software, and instruments then passed the system checkout. The system was fully functional. No parts have been received by MFR for analysis.